Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported there is a problem with the navigation ring on the front panel; cannot change the parameters, increase or decrease volume or the frequency. The field service engineer (fse )reported there was patient involvement and no patient harm.